Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both the tamper seals were intact. The investigation found the top case cracked by both corners. Bottom case was also cracked/contaminated. The pump event history showed a motor rate error in the error history log (ehl). There was no motor rate or motor not running errors in the history. The evaluation was performed, and the reported issues was duplicated, during occlusion testing. A combination of leadscrew, clutches and worm coupling are no longer operating properly as a result of normal wear. Pump is over 6 years old. The root cause of the reported issue due to normal wear. The technician replaced the leadscrew, clutches and worm coupling. Device passed all functional tests.

Event description:
It was reported that a motor rate error was observed. No patient injury was reported.